Event description:
It was reported that the patient presented with severe symptoms of heart failure. An echocardiogram identified tricuspid regurgitation and tricuspid insufficiency. The right side of the heart was opened, and it was noted that the lead had ¿hampered the function of the tricuspid valve leaflets,¿ with the lead traveling directly through the septal leaflet. The lead was removed and replaced with an epicardial lead. Also, the septal leaflet was surgically repaired and tricuspid valve annuloplasty was performed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.